Event description:
It was reported that during a coronary stent procedure, the stent dislodged. The physician was attempting to cross a tortuous rca lesion and the stent dislodged. The physician was able to retrieve the stent with a snare and the procedure was completed with another stent. Patient status is listed as "okay."